Event description:
Aesident was being tranfered from the bed to a shower chair via a lift, when she grabbed on top of the v bar and she fell. Cna was able to buffer the fall, resident complained of left hip pain. She was transported to the hosp for for evaluation of any injuries. No fractures were reported. She died 3-4 hrs later. The diagnosis on the medical examiner's preliminary report was cardiogenic shock, asytole-heart, and aspiration pneumonitis.